Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing stomach resection during a laparoscopy assisted distal gastrectomy, the device could not be fired on the second firing. It was stated that a trace of pre-fire was found when the reload was collected. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.